Manufacturer narrative:
The thermogard console was not returned to zoll for evaluation. The thermogard console was evaluated by zoll service at the customer site. The reported complaint of the thermogard console (B)(4) generated an air trap alarm was not confirmed during the analysis of the event log and functional testing. The customer reported issue was not duplicated during the testing, and the thermogard console functioned as intended. The probable cause of the air trap alarm was due to saline fluid in the air trap chamber which was caused by a leaking start-up kit (suk). No physical damage was observed on the thermogard console during visual inspection. Upon further inspection of the console, noted dry traces of saline due to the saline leak inside the console as the bottom cap of the suk air trap was found inside of the console air trap chamber. During initial functional testing, the thermogard console passed all the tests without any fault or error. Following service, the thermogard console passed the final functional test and electrical safety test without any error.

Event description:
During patient treatment for fever management, the solex 7 catheter was inserted into the right internal jugular vein. The patient's temperature was 39°c at the beginning of the treatment, with the target temperature set to 37°c. After 5 days, the thermogard console (B)(4) generated an "air trap" alarm and the saline bag was noticed empty. The user checked the start-up kit (suk) (lot # unknown) and found the saline fluid in the air trap chamber. The treatment was stopped and alternative therapy was utilized. No consequences or impact to patient.